Event description:
The customer reported that the device is not charging the battery despite being plugged in to ac (mains) power. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.